Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated was implanted to treat an abdominal aortic aneurysm. The distributor reported that there appears to be a type iiib endoleak for an afx device implanted in 2013. A re-intervention may be planned at a later date to treat the endoleak. No further information was provided.

Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiib endoleak of the bifurcated stent graft was confirmed. The procedure-related harms and device, user, procedure, or anatomy relatedness of this event could not be determined with the provided medical record/image. The final patient status was not reported. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is unknown.